Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population."

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and displayed error message. This s-ICD was unable to be successfully completely interrogated. Technical services was contacted and provided troubleshooting options. Despite extensive troubleshooting options performed the s-ICD was successfully interrogated and it was determined that this device reached a battery status of elective replacement indicator (eri). Currently, this s-ICD remains in service and no adverse patient effects were reported. The s-ICD was explanted and replaced due to battery replacement.